Manufacturer narrative:
Boston scientific does not have reporting responsibility on this product since its an OEM product.

Event description:
It was reported that this right atrial (ra) lead exhibited a low out of range impedance measurement, which caused its safety switch to change its configuration from bipolar to unipolar. Technical services (ts) discussed available programming settings for alerts since this ra lead is not been used. This ra remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited a low out of range impedance measurement, which caused its safety switch to change its configuration from bipolar to unipolar. Technical services (ts) discussed available programming settings for alerts since this ra lead is not been used. This ra remains in service. No adverse patient effects were reported.